Manufacturer narrative:
Product is not expected to return as it remains in service. (B)(4).

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate shocks in two different episodes due to atrial flutter. The patient was started on amiodarone after the first episode to threat the condition but this did not prevent a second episode of inappropriate therapy. This device remains in service. No additional adverse patient effects were reported. Therapy delivery is considered inappropriate as this device is not intended to treat atrial arrhythmias.

Manufacturer narrative:
Product is not expected to return as it remains in service. Patient code 3191 captures the event of additional intervention required due to the patient started on medications. Subsequently, product was explanted and returned for analysis. Field h6: "patient codes" was corrected, patient code 3191 was removed due to the medications being prescribed due to patient's condition and medications requited was added to field h6 "impact codes", as well as serious injury/illness/impairment due to the patient receiving an electric shock.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate shocks in two different episodes due to atrial flutter. The patient was started on amiodarone after the first episode to threat the condition but this did not prevent a second episode of inappropriate therapy. No additional adverse patient effects were reported. Therapy delivery is considered inappropriate as this device is not intended to treat atrial arrhythmias. Additional information revealed that this ICD was explanted due to therapy upgrade to a cardiac resynchronization therapy defibrillator and was returned for analysis.

Manufacturer narrative:
Product is not expected to return as it remains in service. Patient code 3191 captures the event of additional intervention required due to the patient started on medications. Subsequently, product was explanted and returned for analysis. Field h6: "patient codes" was corrected, patient code 3191 was removed due to the medications being prescribed due to patient's condition and medications requited was added to field h6 "impact codes", as well as serious injury/illness/impairment due to the patient receiving an electric shock. The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. The baseline testing completed on the device found no failing conditions. All testing completed on the device passed. Analysis did not identify any device characteristics that would have caused or contributed to the reported inappropriate shocks.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate shocks in two different episodes due to atrial flutter. The patient was started on amiodarone after the first episode to threat the condition but this did not prevent a second episode of inappropriate therapy. No additional adverse patient effects were reported. Therapy delivery is considered inappropriate as this device is not intended to treat atrial arrhythmias. Additional information revealed that this ICD was explanted due to therapy upgrade to a cardiac resynchronization therapy defibrillator and was returned for analysis.